Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. Motor was tested outside the device and passed. Unit received with minor scratched display window, cracked reservoir tube lip, belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported several motor error alarms during a bolus. The customer could not recall any significant events leading to the alarm. The customer stated she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.